Manufacturer narrative:
On (B)(6) 2020 the lead was capped due other inappropriate rv iegm noise events.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between (B)(6) 2019 and (B)(6) 2019, the right ventricular sensing amplitude fluctuated with intermittent recordings between 4mv and 8mv and the right ventricular pacing impedance fluctuated between 250 ohms and 330 ohms. In the provided iegm episodes 103 and 104 artifacts and oversensing were visible in the right ventricular channel, in addition one inappropriate ICD charging occurred. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 77 months, oversensing on the ventricular channel was reported.